Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's collimator and filaments were re-calibrated. The system was tested and found to be working as intended and returned to service

Event description:
It was reported that the system's collimator coned down and the system was not working. No patient serious injury or death was reported related to this event.